Manufacturer narrative:
The reported events were inadequate capture and "electrodes can't be firmly hooked". As received, a complete lead with a stylet and an implant tool was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies to the lead body. All tines were found intact and undamaged.

Event description:
Related manufacturer reference number: 2017865-2023-42998. It was reported that patient presented for an implant procedure. During procedure two leads were attempted in the atrium. It was noted that one lead could not been fixed in the myocardium and the second lead exhibited high capturing threshold and could not been fixed in the myocardium. No atrial lead was implanted, and the procedure was completed with implanting right ventricular lead. The patient is recovering after the procedure.